Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Healthcare professional reported that the vitreotome did not work during surgery. When the foot pedal was pressed, nothing happened. Vitreotome was already in contact with the patient, but new stand-alone vitrectomy was used and surgery was successfully completed. Surgery delay was a couple of minutes. No patient harm was reported.